Event description:
It was reported that intra-operatively, as the introducer sheath was advanced down the guidewire the patient¿s pressure began to fall quickly. It was reported that a perforation of the superior vena cava (svc) occurred and a transesophageal echocardiography showed fluid in the right chest. A sternotomy was performed and the patient was stabilized. No further patient complications have been reported as a result of this event.